Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that hair was observed in thirty three (33) minicap transfer sets. This was observed before use of the devices for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: two hundred thirty-four (234) samples were received for evaluation in unused condition inside closed pouches. A visual inspection with the naked eye noted eight (8) samples had black, thin, loose, hair like fiber outside the fluid path. The other two hundred twenty-six (226) samples met specification the reported condition was verified. The cause of the condition was related to manufacturing. A nonconformance has been opened to address this issue. As there is no breach in the sterile pathway, there is no risk of contamination and/or infection of the patient. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.